Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion alarm was not reproduced. A review of the event history log revealed upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor readings. The upstream sensor requires replacement to address this issue. During evaluation the device had a delayed keypad response. The cause was identified to be a failed processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.